Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was difficult to remove. Vascular access was obtained via the femoral artery. The 80% stenosed 6-6.5x90, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified sfa (superior femoral artery) lesion. The lesion was predilated with 30% stenosis remaining post dilation. The physician had used the 6 x 100 x 135cm mustang balloon catheter to dilate the sfa at 14 atm for 20 seconds. Following deflation of the balloon and in attempt to retrieve the device in the guiding sheath, they had resistance as the balloon was not able to get into the guiding sheath. After two or three attempts they removed the sheath and balloon together as a unit and successfully completed the case with a new guiding sheath, another balloon and without further issue or patient injury. The patients status was stable.